Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the screw came loose and the plastic around that golden area at the distal end of the instrument cracked and shattered. According to mr (B)(6) this has happened a number of times with this fan retractors.